Manufacturer narrative:
Pump successfully downloaded traces and history files using thump. Unit passed the displacement test and self test. No unexpected pump error 15 or pump error 53 alarms noted during testing. However, pump error 15 and pump error 53 were recorded in the history/trace files. Pump error 15 (file number = 442; line number = 38) found in pump history/trace files on 02-aug-2024 at 06:00:09. Pump error 53 (line = 709 and file number = 1299) was triggered three times on 02-aug-2024 from 06:58:36 until 07:13:55. Per engineering troubleshooting guide, it was determined that pump error 53 and pump error 15 occurred due to software issue. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. In conclusion, pump error 15 and pump error 53 did not occur during testing however, confirmed in the pump history/trace files on 02-aug-2024 due to software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(computer software problem) and pump error 15 (loss of data). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer was able to clear the error and rewind the pump. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.